Event description:
It was reported that the battery of subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.